Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower experienced tower door failure and did not open with a device not on bus error. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed to open with a device not on bus error due to improperly seated bus wire connections. A field service engineer powered down the device, removed the back panel, inspected controller board status, reseated all bus wire connections, and secured them properly, followed by reboot and functional verification. The system functioned as intended after the field service engineer repaired the device.